Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
It was reported that during the use of the device for a non-clinical activity, the system would not come up on battery. The batteries were dated september, 2007. There was no pt involvement.